Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, manufacture date ¿ ni. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-03065 / 03067). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Remains implanted.

Event description:
Legal counsel for patient reported that patient underwent an open reduction internal fixation procedure two days post-implantation due to a periprosthetic fracture. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.